Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 225 cc saline prosthesis. The implant was filled to the maximal allowable volume of 270 ml, and the surgery was completed without complications. Shortly after the procedure, a deflation was noted. The patient had bilateral replacement with mentor smooth round moderate plus profile 250 cc saline implants (B)(6) 2017.

Manufacturer narrative:
The device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team performed leak testing according to mentor procedures and it revealed a leakage on the valve. No other anomalies were discovered. The complaint was confirmed since awas found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 02/14/2018. The analysis has begun, but is not complete at this time. When the investigation analysis has been completed, a supplemental report will be submitted. The device history record (DHR) of lot number 6970641 was reviewed on 02/21/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date: 2015-08-29, sterilization expiration date: 2019-08-29. Manufacturer¿s reference number: (B)(4).